Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a surgery performed in 2012,on an unknown date, using a click'x and nflex stabilization of l4-s1, had very good fusion, but on an unknown date in 2013, a screw head came off from an implant at l5 that required the patient to undergo a second surgery with a t-pal cage tan between l4/l5 and click''x system with titanium rods. This is report 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Product code: mni, mnh, kwp, kwq. Implanted on an unknown date in 2012. Investigation could not be completed and no conclusion could not be drawn as no device was returned and no lot number or part number was provided. Please note: followup 1 has been previously submitted. Placeholder.